Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified no anomalies. The device could not be interrogated. Internal inspection of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The lead was not returned, however the damage to the device was consistent with damage caused by delivery of a shock into a shorted lead condition.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not delivering pacing. Telemetry could not be established via radio frequency or with a wand. An invasive procedure was performed. The device was explanted and successfully replaced. No additional adverse patient effects were reported.